Manufacturer narrative:
Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic in contact with post iris, therefore, patient impact was blurry vision. The lens is scheduled to be explanted on (B)(6) 2022. Through follow-up, it was confirmed the lens was explanted from the patient's right eye. The lens was discarded. It was confirmed there was no haptic damage. It was further clarified that the iol was not positioned properly in the eye. Half of it was in the bag, the other half was sticking out of the sulcus with the haptic in contact with the posterior iris. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. Another johnson & johnson lens, model za9003 22.5 diopter was successfully implanted as a replacement. No other information was provided.